Event description:
It was reported that 7 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that when removing the orange cap, the needle comes off with the cap. Verbatim: spouse of consumer reported when removing the orange caps on some of the insulin syringes, the needle comes right off with the cap. Stated in this current box 6/10 syringes in one poly bag had this issue. No difficulty removing the needle shields. Stated this has also happened in the past."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. H6: investigation summary: customer returned (8) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 0132200. Customer states that when removing the orange cap, the needle comes off with the cap. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200894508, 200893682] noted for out of spec shield pulls. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. CAPA#1630423 has been initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0132200, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-11. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed." (B)(4).

Event description:
It was reported that 7 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that when removing the orange cap, the needle comes off with the cap. Verbatim: spouse of consumer reported when removing the orange caps on some of the insulin syringes, the needle comes right off with the cap. Stated in this current box 6/10 syringes in one poly bag had this issue. No difficulty removing the needle shields. Stated this has also happened in the past."